Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2019-07697, 1627487-2019-07702, 1627487-2019-07704, 1627487-2019-07705 it was reported that the patient experienced inadequate stimulation with their drg system. In turn, reprogramming was unable to resolve the issue. Patient stated that they had a fall. As a result, the system was explanted on (B)(6) 2019. Patient was fine post-operatively.